Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and autoimmune disorder ("autoimmune disorder") in a 35-year-old female patient who had essure (batch no. 867592) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced autoimmune disorder (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia (seriousness criterion medically significant), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and dysmenorrhoea ("dysmenorrhea (cramping),"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (dilation and curettage). Essure was removed. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, autoimmune disorder and dysmenorrhoea outcome was unknown. The reporter considered autoimmune disorder, cystitis, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs+mr received, reporter added, lot no received, lab data added, events added as :- vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, autoimmune disorder, dysmenorrhea, device monitoring procedure not performed. On 2-mar-2018: fu1+fu2 processed together. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and autoimmune disorder ("autoimmune disorder") in a 35-year-old female patient who had essure (batch no. 867592(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced autoimmune disorder (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), dysmenorrhoea ("dysmenorrhea (cramping),") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (dilation and curettage). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea was resolving and the autoimmune disorder, cystitis, urinary tract infection, vaginal infection and fatigue outcome was unknown. The reporter considered autoimmune disorder, cystitis, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded (B)(6) 2012: blockage of the bilateral fallopian tubes by essure birth control device. Most recent follow-up information incorporated above includes: on 31-jul-2018: update of information (batch was not valid). Incident : no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and autoimmune disorder ("autoimmune disorder") in a 35-year-old female patient who had essure (batch no. 867592 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". Medical conditions: medical background ¿ please identify any complications you have had during any of your pregnancies, including, but not limited to, miscarriage, ectopic pregnancy, delivery complications, or delivery of a baby with birth defects: abortion. Concurrent conditions included hashimoto's thyroiditis since (B)(6) 2016 and hypertension since (B)(6) 2016. Concomitant products included norethisterone (mini-pill) since 2008 to (B)(6) 2012 for contraception. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 7 months 11 days after insertion of essure, the patient experienced fatigue ("fatigue"), rash ("rashes on arms"), depression ("depression") and anxiety ("anxiety and mental anguish"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2015, the patient experienced weight increased ("weight gain"). In (B)(6) 2015, the patient experienced autoimmune disorder (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (dilation and curettage). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, autoimmune disorder, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, dysmenorrhoea, fatigue, weight increased, rash, depression, anxiety and back pain had resolved. The reporter considered anxiety, autoimmune disorder, back pain, cystitis, depression, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, rash, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded (B)(6) 2012: blockage of the bilateral fallopian tubes by essure birth control device. Most recent follow-up information incorporated above includes: on 28-aug-2018: plaintiff fact sheet received. Concomitant disease was added. New events, weight gain, rashes on arms, depression, anxiety and mental anguish and lower back pain were added. It was reported that all the symptoms was recovered after 6 months of removal. Incident no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), autoimmune disorder ("autoimmune disorder") and genital haemorrhage ("bleeding") in a 35-year-old female patient who had essure (batch no. 867592-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". Medical conditions: * medical background ¿ please identify any complications you have had during any of your pregnancies, including, but not limited to, miscarriage, ectopic pregnancy, delivery complications, or delivery of a baby with birth defects: abortion. Concurrent conditions included hashimoto's thyroiditis since (B)(6)2016 and hypertension since (B)(6)2016. Concomitant products included norethisterone (mini-pill) since 2008 to (B)(6)2012 for contraception. On (B)(6)2012, the patient had essure inserted. On (B)(6)2013, the patient experienced fatigue ("fatigue"), rash ("rashes on arms"), depression ("depression") and anxiety ("anxiety and mental anguish"), 7 months 11 days after insertion of essure. In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6)2015, the patient was found to have weight increased ("weight gain"). In (B)(6)2015, the patient experienced autoimmune disorder (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), back pain ("lower back pain/lower back pain") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (dilation and curettage and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, menorrhagia, autoimmune disorder, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, dysmenorrhoea, fatigue, weight increased, rash, depression, anxiety, back pain and genital haemorrhage had resolved. The reporter considered anxiety, autoimmune disorder, back pain, cystitis, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, rash, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: (B)(6)2012: blockage of the bilateral fallopian tubes by essure birth control device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 276.2 kg/sqm. Hysterosalpingogram - on (B)(6)2012: results: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received. Event per pfs: genital bleeding was added, outcome was updated. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and autoimmune disorder ("autoimmune disorder") in a 35-year-old female patient who had essure (batch no. 867592) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced autoimmune disorder (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), dysmenorrhoea ("dysmenorrhea (cramping),") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (dilation and curettage). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea was resolving and the autoimmune disorder, cystitis, urinary tract infection, vaginal infection and fatigue outcome was unknown. The reporter considered autoimmune disorder, cystitis, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded (B)(6) 2012: blockage of the bilateral fallopian tubes by essure birth control device. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event fatigue was added. Event pain, abnormal bleeding & cramping was decrease. Lab data updated. Product, patient, reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("bleeding") in a 35 year-old female patient who had essure inserted (lot no. 867592-not valid) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device monitoring procedure not performed ("did not undergo essure confirmation test"). Medical conditions: * medical background ¿ please identify any complications you have had during any of your pregnancies, including, but not limited to, miscarriage, ectopic pregnancy, delivery complications, or delivery of a baby with birth defects: abortion. Concurrent conditions were listed as hypertension and hashimoto's thyroiditis since (B)(6) 2016 and obesity. The only concomitant product mentioned was mini-pill (norethisterone) for contraception from (B)(6) 2008 to (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 224 days after essure insertion, she experienced fatigue ("fatigue"), rash ("rashes on arms"), depression ("depression") and anxiety ("anxiety and mental anguish"). In (B)(6) 2013 she experienced pelvic pain (seriousness criteria medically important and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2015 she was found to have weight increased ("weight gain"). In (B)(6) 2015 she experienced autoimmune disorder ("autoimmune disorder"). On unknown date she experienced heavy menstrual bleeding (seriousness criterion medically important), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), back pain ("lower back pain/lower back pain") and genital haemorrhage (seriousness criterion medically important). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and dilation and curettage). Essure was removed on (B)(6) 2016. At the time of the report, all of the events had resolved. The reporter considered anxiety, autoimmune disorder, back pain, cystitis, depression, dysmenorrhoea, fatigue, genital haemorrhage, heavy menstrual bleeding, pelvic pain, rash, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure administration. The reporter commented: on (B)(6) 2012: blockage of the bilateral fallopian tubes by essure birth control device. Patient received treatment for:pain , abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 34.612 kg/sqm. [Hysterosalpingogram] on (B)(6) 2012: results: essure device was successfully occluded the most recent follow-up information incorporated above includes data received on: 28-jun-2024: patients height & body mass index updated. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent a laparoscopic supracervial all hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.